Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the hospital due to pocket infection and erosion. The patient experienced redness and swelling at the pacemaker pocket site. The physician explanted the entire system, including the implantable cardioverter-defibrillator (ICD), as well as the left ventricular, right atrial, and right ventricular leads. There were no patient consequences.